Manufacturer narrative:
Patient information is currently unavailable. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed pinched tubing in the overflow trap.. The tubing was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient injury.